Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports. Other mfg report numbers: 3013886523-2022-00350. 3013886523-2022-00351. A facility reported 3 catheters were implanted recently in 3 different pediatric patients. After few days they had the need the remove the peritoneal catheter (not related to valve system malfunction) and they weren¿t able to pull away the catheter (that was left in the peritoneal space. The catheter was left with its entire length without loop configuration). In the most severe case, the catheter was knot together with an intestinal loop and require a surgery to cut the loop.

Manufacturer narrative:
Failure analysis - it was not possible to investigate the device, as the device was not returned for investigation. As shown in x-ray provided by the customer, a lot of catheter was implanted and has got caught up with the intestine. The root cause for "the catheter was knot together with an intestinal loop" as shown in the x-ray provided by the customer is probable due to insertion of too long catheter. The possible root cause for ¿weren¿t able to pull away the catheter¿ as reported by the customer, could be due to fibrous adhesions binding the catheter.

Event description:
N/a.

Manufacturer narrative:
Complaint sample was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.